Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Section a additional information: height -172 cm., body mass index (bmi) - 19.5 kg/m2.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted nipple sparing mastectomy surgical procedure and was discharged the next day. On the 14-day follow-up visit, seroma was identified and subsequently aspirated. At the patient's 42-day follow-up the seroma had come back and a drain was placed two weeks later. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, a clavien-dindo grade iii, not related to a da vinci device, not related to the patient's pre-existing condition, but possibly related to the sp nsm procedure and possibly related to the reconstruction procedure.